Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic console exhibited laser failure and camera turns on the bluescreen. Procedure details and patient impact were not reported. Additional information has been requested.

Manufacturer narrative:
Service record (sr) was opened on address the reported event" to "service record (sr) was opened to address the reported event". At the time of this investigation, the sr remains open. The complaint investigation is being pursued at this time using available information. Based on the information available, the customer reported event cannot be confirmed. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).